Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of 5v alarm due to no power supply was confirmed upon investigation of the returned sample. The customer returned a martek power supply (part number: 33-0063-001, s/n: (B)(6) for investigation. The sample was returned in a brown cardboard shipping box with protective packaging (inp-1 through inp-4). Visual inspection of the sample was performed (inp-4 through inp-12) and no abnormality was noted. The power supply was installed into a known good ac3 for functional testing. The pump could not power-up (anp-1). Immediately upon turning on the pump, the piezo alarm sounded, indicating the 5v line was not present. The power supply voltage check was performed per ac3 series service manual and all output voltages were not present along with the blank screen on power-up. The power supply fan spun up properly. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to no output voltages from the power supply. Based upon the event details and the investigation results, the most probable root cause of the cpm failure was supplier related. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "error detected during installation. The pump displayed "system error 3" when switched on and the monitor was f lickering. After having replaced the cpm board the monitor error was solved. System error 3 still displayed due to power supply failure (after some attempts the pump started displaying "5 v alarm" due to no power supply)". No patient involvement.

Event description:
It was reported that "error detected during installation. The pump displayed "system error 3" when switched on and the monitor was flickering. After having replaced the cpm board the monitor error was solved. System error 3 still displayed due to power supply failure (after some attempts the pump started displaying "5 v alarm" due to no power supply)". No patient involvement.